Event description:
It was reported that the device had atrial undersensing. It was further reported that the patient's underlying rhythm is complete heart block and that they have undergone a atrio-ventricular node ablation. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had atrial undersensing. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular output is high and in unipolar mode, causing some quiet timer blanking in the atrial channel.